Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, rv lead dislodge occurred. Re-position of the rv lead was unsuccessful. The rv lead was explanted and replaced, and parameters were good. No patient complications have been reported as a result of this event.